Manufacturer narrative:
During follow up with the customer, the customer indicated that bg levels were in fact going down and were at 200mg/dl at the moment. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 261mg/dl, and was rising even though the customer had delivered a correction bolus. The customer had changed out the infusion set as well as the cartridge prior to calling tandem technical support, and indicated that there were no issues with the pump or infusion set.